Event description:
Caller reported a malfunction on pump, but no notable events occurred prior to malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Cts provided pump reset information, assisted with resetting the pump, and confirmed malfunction code did not recur, allowing customer to continue using pump with instructions to call back if issue recurs.